Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient had her device removed one year ago because ¿it wasn¿t covering her painful areas¿. Additional information has been requested to obtain more information regarding this event. If additional information is received, a follow-up report will be sent.